Event description:
On (B)(6) 2025, the user and caregiver reported that the user did not announce breakfast, leading to hyperglycemia with blood glucose (bg) up to 306 mg/dl. The ilet corrective algorithm was activated after the 30-minute threshold, and bg trended to 293 mg/dl before returning to 75 mg/dl by fingerstick later in the day. No supply change or backup therapy was required. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.